Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5040193) on 15-may-2015. The most recent information was received on 26-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain in her pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and headache ("headaches"). On an unknown date, the patient experienced procedural pain ("sore"). The patient was treated with surgery (essure removal (I had my surgery last week)). Essure was removed. At the time of the report, the pelvic pain, abdominal distension and headache outcome was unknown and the procedural pain was resolving. The reporter considered abdominal distension, headache, pelvic pain and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc.(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5040193) on 15-may-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain in her pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and headache ("headaches"). On an unknown date, the patient experienced procedural pain ("sore"). The patient was treated with surgery (essure removal (I had my surgery last week)). Essure was removed. At the time of the report, the pelvic pain, abdominal distension and headache outcome was unknown and the procedural pain was resolving. The reporter considered abdominal distension, headache, pelvic pain and procedural pain to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Case became incident. Reporter was added. Essure removal was captured as a non-drug treatment to pelvic pain. Event post procedural pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.